Event description:
It was reported that there was poor capture/sensing of right atrial lead after the patient had mitral valve surgery. The right atrial lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.